Event description:
It was reported that an issue occurred with the insulin gauge displaying amounts different than expected, specifically showing 0 units, leading to a fill estimate problem. There was no reported impact to the customer¿s blood glucose level. The customer, frustrated by the situation, attempted to escalate the issue but frequently disconnected the line during follow-up calls. Ultimately, it was decided to close the case as no further assistance was deemed necessary.